Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced uncomfortable stimulation. System diagnostic recorded invalid impedances. During surgical intervention on (B)(6) 2025, fluid was noticed at the ipg header. The ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
The reported ¿impedance issue¿ and ¿shocking sensation¿ was not confirmed. Analysis of the returned ipg found that it communicated with all lab utilities, and it passed all functional testing on the ate. Ate specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation, during which no anomalous outputs were noted.